Event description:
The patient's mother/reporter alleged that the down arrow on the subject pump system does not work. There was no adverse event associated with this complaint.

Manufacturer narrative:
"The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "down" and "contrast" keypad buttons are intermittently responding and require excessive force to activate. The "up" and "ok" keypad buttons are responding intermittently during testing. The keypad was removed for further investigation. The "up/down" key contacts are inverted and do not always spring back. Evidence of keypad adhesive was found under all key contacts.